Event description:
The customer called for assistance with an infusion set change. The customer stated that her blood glucose reading was 405 mg/dl, but she was too weak to treat herself. The paramedics were called for assistance. They arrived at her house, and treated the customer. Assisted the paramedics with the infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-01119.